Manufacturer narrative:
Expiration date: reported as 2020/08. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not flow; further described as ¿the liquid can't pass through the administration set¿. This was identified at an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection performed on the returned actual sample and it was noted that the nypro check valve was inverted which lead to the blockage of the administered solution. Functional testing was performed and verified a blockage of solution. The reported problem was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.